Manufacturer narrative:
No unexpected off no power alarms/anomalies noted during testing. Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. The operating currents were in specifications. Unit received with intermittent blank display during testing due to corroded battery cap contact noted. Cracked battery tube threads noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and stained end cap sticker.

Event description:
Customer reported via phone call to have a blank screen display and was not able to resolve. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.